Event description:
It was reported that the customer received a motor error alarm while priming during an infusion set change. The customer's blood glucose was 216 mg/dl. Troubleshooting was done. The customer did not recall any significant events leading to the alarm. The customer stated that he had to reset the time and date after the alarm. The customer was unable to complete the rewind sequence. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump passed the displacement test, rewind, basic occlusion test, and prime test. However, the device was received stuck in motor error loop during bolus/basal delivery. The motor was tested outside of the device and it passed. The motor may have had an intermittent failure that was not detected during testing. Excessive no delivery test and occlusion test were not performed due to motor error alarms. The device had cracked reservoir tube lip, minor scratches on the display window, cracked belt clip slot, and cracked battery tube threads.